Event description:
It was reported that the device cuff was found to be dislodged fully inflated. Upon further examination of the patient it was noted there was a stage 3 or 4 pressure ulcer approximately 6 cm high x 6cm wide x 4 cm deep at the rectal opening. There were previous incidents noted of leakage around the device. Patient had been in previous facilities and catheterized. Complainant was uncertain of patient's rectal tone upon arrival and whether or not upon arrival a previous device had been in place. Patient has a history of copd, diverticula, and high doses of steroids. Per additional information received the patient was admitted for hypoxic respiratory distress. The patient came from a rehab facility and she was found unresponsive. She was vented and found to having loose stools. The facility reports they performed a rectal tone test before inserting the device. The patient skin was also assessed for any wounds or pressure ulcers upon arrival to the facility, with none being present. Skin was fully intact upon admission. Device inserted for loose stools. After approx 36 hours the device was found to be outside of the patients body still fully inflated and a small wound around the rectum. The facility reports that the wound grew in size as the day progressed. The next day the patient was taken for a loop colostomy. The patient is still having residual stools and the wound is still open. The patient is requiring wound care to dress her wounds twice daily with prescription medicine and treatments.

Manufacturer narrative:
No physical sample was returned for evaluation; however, pictures of the patient's body were provided. A review of the provided pictures showed the patient's body area where it can be observed a pressure ulcer approximately 7cm at the rectal opening. As no physical sample was returned for evaluation, no functional, dimensional and tactile evaluation can be conducted. The complaint is confirmed with an unknown root cause. The lot number is unknown, therefore, the device history record could not be reviewed. There are no changes in the manufacturing process that would have contributed adversely with the reported problem. (B)(4).